Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract phacoemulsification surgery with intraocular lens (iol) implantation, when implanting the iol under the microscope a streak was observed on the anterior surface of the iol, located outside the 2.2 mm transition zone. The physician decided to leave the lens implanted. She reported this event as "a line of bubbles" on the lens. Additional information was provided on the first postoperative day. The patient is fine, he has a myotic pupil, nothing is observed in the lens yet.